Event description:
It was reported that the patient was going to have surgery to remove her vns due to "patient problem with the wires and not working." There was no clarification as to what the problem was with the wires or how the device was not working. No recent data was available to evaluate device functionality. No further information has been received to date.

Event description:
It was reported that the patient's vns was explanted. No further relevant information has been received to date.